Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was taken out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.